Event description:
The pre-assembled shower stool was built to support weights up to 250 lbs., which was insufficient in supporting the consumer's weight. The consumer sat on the shower stool, and the legs of the stool collapsed, causing the consumer to fall to the ground and dislocate his new hip.